Event description:
It was reported that 2 days after implantation of an intraocular lens (iol) in the left eye, the patient presented with hypopyon and vitritis. Based on the findings, the surgeon concluded the cause as endophthalmitis. In the implanting surgeon's opinion, the most likely cause of the event could not be determined. Medication administered during original surgery: intracameral moxifloxacin the following medications were prescribed for use at home post-operatively: prednisolone 1%: 1 gtt qid x 2 weeks, then tid x 2 weeks (total duration: 1 month) ofloxacin 0.3%: 1 gtt qid x 7 days. Ketorolac 0.5%: 1 gtt qid x 2 weeks, then tid x 2 weeks (total duration: 1 month).

Manufacturer narrative:
The device remains implanted. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.